Event description:
There was no patient involved in this event. The device malfunctioned as the device was switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in december 2009 and performed to specification, alongside random manual power ons, up to the 8th may 2011. The device failed multiple self-tests due to a low battery between 15th may 2011 and 18th december 2011. The device remained in fault mode up to the 10th april 2014 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between 21st july 2014 and 12th may 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.